Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion developed after the transseptal puncture. An intellamap orion catheter was used during the atrial fibrillation procedure. After the transseptal puncture, a pericardial effusion was noted. The physician believed that the effusion occurred the second time the orion catheter was taken out of the left atrium. The sequence was as follows: the left atrium was mapped with the orion catheter, followed by ablation with the farawave catheter. The team then attempted to induce an arrhythmia, exchanged the farawave catheter for the orion catheter to potentially map a tachycardia, and finally exchanged the orion catheter again for the farawave catheter. The effusion was discovered after the ablations had been performed and a puncture in the left atrium was identified. Pericardial drainage was performed and the patient underwent a surgical left atrial appendage ligation. The patient was admitted to the hospital after surgery and is expected to make a full recovery. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts were completed, but the information was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the events of pericardial effusion and perforation were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the patient complications were listed as a potential complication in the device's instructions.

Event description:
It was reported that a pericardial effusion developed after the transseptal puncture. An intellamap orion catheter was used during the atrial fibrillation procedure. After the transseptal puncture, a pericardial effusion was noted. The physician believed that the effusion occurred the second time the orion catheter was taken out of the left atrium. The sequence was as follows: the left atrium was mapped with the orion catheter, followed by ablation with the farawave catheter. The team then attempted to induce an arrhythmia, exchanged the farawave catheter for the orion catheter to potentially map a tachycardia, and finally exchanged the orion catheter again for the farawave catheter. The effusion was discovered after the ablations had been performed and a puncture in the left atrium was identified. Pericardial drainage was performed and the patient underwent a surgical left atrial appendage ligation. The patient was admitted to the hospital after surgery and is expected to make a full recovery. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.